Manufacturer narrative:
The device was evaluated by ventec where the reported issue of the device's exhaled tidal volume (vte) levels being low was confirmed. Ventec determined that the cause of the reported issue was that a liquid, most likely nebulizer medications, had infiltrated the device causing electrical shorts on its circuit board. This is considered a user error as the vocsn clinical manual states to disconnect the nebulizer drive line/cup from the device after use, as well as recommends use of a nebulizer filter to prevent fluid ingress into the device. This is a ventec loaner device. Multiple components were compromised and had to be replaced as a result of the liquid infiltration. Proper device operation was then confirmed and the device as placed back into the loaner pool. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the that the device's exhaled tidal volume (vte) levels were low. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient were provided.